Event description:
On two dates in 2003, the pts bit off a piece of the yankauer suction catheter while in the pacu. The first pt required an egd to retrieve the broken piece. Por the second pt the piece was located in the suction cannister, however the physician ordered an egd be performed to be certain that all was retrieved. An involved group of staff investigated the product and discovered that the catheter would break off when only a light amount of biting pressure was applied. The facility has taken the product out of service and reported the occurrence to the company's representative.